Manufacturer narrative:
This MDR [1223422-2016-00007] is being submitted to FDA as an initial report. Microline surgical, inc., esg account was being validated until now, hence there is delay (> 30-day) in this emdr re-submission.

Event description:
During the surgical procedure, the m/l-10 clip applier jammed in a closed position, causing the implantable clip to fall into the patient. The clip was retrieved and there was no harm to the patient.